Manufacturer narrative:
Date of event: estimated as the aware date since unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx left atrial appendage closure device was implanted. Dual antiplatelet therapy was initiated. Several weeks post procedure, the patient presented with mild signs of a stroke. The patient was admitted for observation and is expected to fully recover.